Manufacturer narrative:
Zoll has not received the thermogard console (sn (B)(4). For investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During training, the thermogard console (sn (B)(4). Displayed mid:26 (low battery) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed mid:26 (low battery) error message was confirmed during functional testing. The root cause was due to the low voltage battery of the display head. Visual inspection of the thermogard console was performed, and no issues were observed. During functional testing, the thermogard console displayed mid: 26 upon power up. Following this, the display head was replaced by the zoll trained representative. After replacing the display head, the thermogard xp ivtm system passed all testing criteria. The display head was sent to zoll for further investigation and confirmed the mid:26 error message. The battery voltage was measured at 2.11v which is below the critical value of 2.9v. Battery was replaced, and display head passed functional testing. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).